Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Non revised product: product: advance onlay all-poly patella 35mm tri-peg product ID: kpontp35 lot #: 2030214 qty:1. Srnjr number: (B)(6). Side: r. Gender: m.